Manufacturer narrative:
The insulin pump was received with missing reservoir retainer. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to missing reservoir retainer. Pump passed the rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected no delivery/insulin flow blocked alarm noted during testing.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed for insulin flow blocked alarm and noticed that the insulin did exit. The insulin pump will be returned for analysis.